Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime with zero and non-zero low force was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and a cracked solder was found near the pin on the force sensor flex. The load step malfunction issue was observed in the pump history but was not able to be duplicated during investigation.